Event description:
The customer reported that during an angiogram procedure, the tubing burst at 900 psi. The customer stated that this occurred twice. No harm or injury was reported. This is one of two reports for this complaint. 1721504-2011-00264.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. Evaluation: conclusions: a follow-up report will be submitted when the evaluation has been completed.